Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The lot number was provided. A review of the device history record is forthcoming. A follow-up report will be submitted with all available relevant information.

Event description:
It was reported that during a procedure on (B)(6) 2012 of the heavily tortuous, moderately calcified, 99% stenosed, de novo lesion of the second diagonal and the left anterior descending artery (lad), a non-abbott stent was deployed in the diagonal, however, the stent was extending into the lad. Pre-dilatation was completed with a 2.0 x 8 mm mini trek balloon catheter and a 3.5 x 12 mm xience v stent was deployed in the lad. Additional predilatation was performed with a 2.0 x 8 mm mini trek balloon catheter in the distal lad and a 2.5 x 12 mm xience v stent was deployed. Post dilatation was completed with the same 2.0 x 8 mm mini trek balloon catheter and the procedure was completed. It was confirmed using angiography that the stent implant was fully expanded. It was noted that post procedure the patient experienced chest pain, however, was discharged (B)(6) 2012 post procedure with chest pain. On (B)(6) 2012 the patient presented to the hospital and had tests performed. The patient was transferred to (B)(6) and the chest pain had diminished, however, stent thrombosis was confirmed. A non-abbott balloon catheter was used for predilatation and a 2.5 x 14 mm non-abbott stent was deployed overlapped with the 2.5 x 12 mm xience v stent in the lesion; a 3.0 x 23 mm xience v stent was deployed in the mid lad to complete the procedure. The patient remains hospitalized. It was suspected by the physician that the lesion was heavily tortuous and that the stent was not apposed to the vessel properly. Additionally, the patient may not have been taking aspirin prior to the procedure. No additional information was available.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of angina, cardiac enzyme elevation, electrocardiographic alteration (EKG/ECG changes) and thrombosis, as listed in the adverse events section of the instructions for use (IFU), are known adverse patient events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.